Event description:
It was reported that the insulin pump alarmed button error and alarm could not be cleared. Customer did not press any buttons for 3 minutes or longer. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device received with cracked case at display window corners.